Event description:
Upon attempting to place the optease filter, the product became stuck in the sheath and the hooks on the retrievable filter actually protruded through the sheath. The physician had to cut the sheath out and then put in a new product. There was no injury to the pt.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.